Event description:
Per PICC team, when the ultrasound is not plugged in, and the battery gets to 50%, the unit shuts down completely.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery gets to 50%, the unit shuts down completely was confirmed. The scanner was fully charged, the scanner ran on battery power for one hour before shutting down with 68% battery life still on the scanner, the cause of the issue is due to an internal battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC team, when the ultrasound is not plugged in, and the battery gets to 50%, the unit shuts down completely.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC team, when the ultrasound is not plugged in, and the battery gets to 50%, the unit shuts down completely.